Event description:
The customer stated that while on a patient, the revel ventilator had a 3000 ml rise in tidal volume measurement, no alarms were triggered, and the pip (peak inspiratory pressure) was not increased. According to the customer, the patient was promptly withdrawn from the ventilator and manually bagged until the ventilator was troubleshooted and no harm was done to the patient,

Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.